Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported scratched on the insulin pump screen. Customer was unable to read the screen of the insulin pump. Customer could barely see the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads, minor scratched lcd window and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).